Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite to troubleshoot the unit that was reported to have a blank screen with loss of ventilation. Logs and trending data was gathered and sent to technical support for review. The biomed onsite was unable to replicate the issue after letiing the unit run in the shop overnight. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 us unit was running on a patient and the screen froze. The rt claim it stopped ventilating but he was not sure if that is correct. He has had the unit running for 7 hours with no issues. The customer confirmed that there was no patient harm associated with the reported event.